Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.

Event description:
During a stent procedure in a stenosed left iliac artery, after pre-dilatation, the smart stent was reported to have jumped forward during deployment, even though all slack was removed from the deployment system, and the physician was not holding the sheath in a fixed position. A second stent had to be deployed to sufficiently cover the lesion. According to the reporting affiliate, the sds was held flat and straight during deployment. There was no report of pt injury. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Add'l info will be submitted within 30 days of receipt.